Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient collapsed in the street and needed medical attention. An ambulance was called and the patient was transported to the hospital. The patient's blood glucose (bg) levels declined below 3 mmol/l (<54 mg/dl) and had a seizure. The pod fell off the insertion site (arm) when the patient had a seizure on the floor. The patient was diagnosed hypoglycemic attack and was given sugar drinks and a sandwich to increase the bg levels. Patient was released after 2 hours. The pod was discarded.